Event description:
It was reported that the device was in use and successfully ventilating a patient when suddenly it stopped ventilating, displayed ¿ventilator failure¿ message on screen and then dropped into standby mode. When this message had cleared, staff were able to restart ventilation of the patient. No patient harm reported.

Manufacturer narrative:
The investigation was performed based on the given information including the electronic log file. The reported issue could be confirmed and it was determined that a failure of the optical incremental encoder was the root cause. The device detected the failure and reacted as specified for this situation. In case of such failure, atlan will still provide fresh gas (including agent if a vaporizer is connected) and monitoring allowing for manual ventilation. Based on the currently available information, the risk related to the specific situation has been initially evaluated. Since similar complaints have been reported recently, a CAPA (corrective and preventive actions for products) was initiated. The risk assessment within the CAPA determined that the risk is increased and that mitigation measures are necessary.

Event description:
It was reported that the device was in use and successfully ventilating a patient when suddenly it stopped ventilating, displayed ¿ventilator failure¿ message on screen and then dropped into standby mode. When this message had cleared, staff were able to restart ventilation of the patient. No patient harm reported.

Manufacturer narrative:
The investigation was just started. The result will be forwarded after the investigation was closed.